Event description:
Pt had open reduction and internal fixation of the right hip for a fracture on 1/23/99. The pt was discharged on 2/4/99 to skilled care for rehab and then to a long term care nursing home. (Fracture was a comminuted, intertro-chanteric, subtrochanteric fracture). On 3/31/99, the pt was seen in ER for sudden, increased unremitting pain. Pt heard a loud pop and had immed pain while moving in bed from a seated to a lying position. X-ray in ER showed a fracture of the side plate of the compression screw and side plate fixation device. Diagnosis acute failure of fixation with acute refracture of healing comminuted closed subtrochanteric fracture right hip. Pt taken to or 4/1/99 for removal of hardware and reconstruction with bone grafting.